Manufacturer narrative:
A field service engineer (fse) was dispatched to the account on (B)(4) 2009. The fse replaced the glucose electrode and the reagent syringe. A precision run of 60 samples was conducted after this event; all results were acceptable. The electrode was evaluated by an independent lab. One low result was generated out of 25 samples. No further info was provided. Although parts were replaced, a specific root cause of the event could not be determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.

Event description:
Customer reported that an erroneously low glucose result was generated by the unicel dxc 800 synchron system. The result was reported out of the lab. The sample was re-run; the result was within expectations. The amended result was reported. There was no change to the pt's treatment or care.